Event description:
Surgery is planned to remove scar tissue for pt with a total knee implant. Poly inserts may be exchanged during the procedure.

Manufacturer narrative:
Surgery is planned to remove scar tissue for pt with a total knee implant. Poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was mfg to specification.